Event description:
During insertion of trocars at the beginning of the case, the physician attempted to insert a 5mm x 100mm trocar. The trocar was inserted into the abdomen but need advancement. Upon advancement, the top portion/head of the introducer of the trocar broke in the physician's hand and the slender portion of the introducer popped out. All components, pieces and packaging were collected. Management notified and given said broken trocar in order to notify ethicon.